Event description:
Caller reported awakening with symptoms of hypoglycemia, was unable to self-treat, summoned paramedics via "life alert button". The paramedics arrived about 5 minutes later and tested the customer on her advantage meter at 104 mg/dl, paramedic's meter result was 41 mg/dl in a period of about one minute. The customer was given 50% glucose solution, transported to hospital. The customer was not admitted, received no further treatment. The customer was released about 2 hours later. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.